Event description:
The doctor reports that the dental screws located in unknown buco-dental positions failed because they fractured, some of them fractured by the head. The doctor reports that the procedure was concluded by placing another screws.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. D10. Concomitant medical products iuniht, certain titanium hexed screw lot 1290499 x 3 & ilrght, certain titanium large hexed screw lot 1256708 x 3.

Manufacturer narrative:
Zimvie complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. After additional information was received on july 1, 2025, the product was identified as a third-party item. As a result, the prior submission for MFR: 0001038806-2025-01347 submitted on jun 13, 2025, is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Event description:
No further event information is available at the time of this report.